Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a lower gi bleed intervention procedure, a dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous lower gi. This 180x25cm fathom guide wire was selected, however, a dissection occurred in the inferior mesenteric artery. It was further reported that the physician was not sure what caused the dissection as the wire appeared to be tracking ok. The physician was unable to find the bleed. The procedure was not completed due to this event. No patient complications were reported and the patient's status is stable.